Event description:
This report summarizes one malfunction. A review of reported information indicated that model 426-2015x, pta balloon dilatation catheter, allegedly experienced a rupture and stretched material. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.